Event description:
A nurse reported that a system displayed a system message and the footswitch did not respond before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the debris from under the heel and the issue was resolved. The system was tested and found to meet product specifications. The system was manufactured on may 11, 2004. Based on qa assessment, the product met specifications at the time of release. In the operator¿s manual, it demonstrates how and how often to clean the footswitch in order to maintain functionality. The system was found to meet specifications. The root cause of the reported event can be attributed to debris in the footswitch as a result of incorrect cleaning of a reusable device. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).